Event description:
It was reported that since the pt's pump refill last week, she was having some numbness in her legs and was having difficulty walking. The pt had an appointment the next day with her hcp for diagnostics on the pump. The pt was encouraged to continue to work with her hcp. The type of mediation, concentration, and daily dose being administered via the pump were not reported; device registration system indicates sufentanyl. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.